Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the jaws of a vessel sealer extend instrument would not open. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was able to complete the seal and cut cycle, but the jaws were unable to be opened. The customer attempted to use the release mechanism but was unsuccessful. The customer released the tissue by using another grasper. There was no adverse event to the grasped tissue and no bleeding observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer extend was analyzed and the complaint was not confirmed or reproduced by fa. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 generator. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. No loose grip cable inside the housing. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There was one e-100 generator communication error and two recoverable errors; however, they were not related to the instruments. The high impedance error was triggered when the user attempts to seal or transect too much tissue between the jaws. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found in-house testing confirmed the instrument functioned properly with no physical damage, passed all performance tests, and no instrument-related issues were identified. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.